Manufacturer narrative:
Date of event is estimated as it is only known that this procedure occurred in (B)(6). Date of implant estimated as it is known this procedure occurred in (B)(6).

Event description:
It was reported that cardiac arrest and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient's blood pressure dropped significantly during the procedure. The patient also experienced cardiac arrest, and the physician had to paddle the patient's chest. The patient stayed in the hospital an additional twelve days. The patient is doing well now and is on plavix for a short period of time and expected to only take baby aspirin after plavix treatment is completed. The patient is expected to be off blood thinners in (B)(6) 2021.